Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve malposition and paravalvular leak were unable to be confirmed as no imagery / medical record was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history were required. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the 1st sapien was deployed and the pusher was not pulled back to expose balloon. The 29mm valve dove ventricular at which point the deployment was stopped, the pusher pulled back and the remainder of the inflation was completed. Unfortunately the valve was positioned too ventricle resulting in pvl''. Per training manual, ''pull back flex catheter so it is off the balloon during deployment''. In this case, the flex catheter of delivery system was not pull back to expose the inflation balloon prior to balloon inflation and valve deployment, so it could led to delivery system moving toward ventricle during balloon inflation, resulting in valve deployed too ventricular or too low as reported. As such, available information suggests that procedural factors (not pull back flex catheter prior valve deployment) may have contributed to the complaint event. Due to the malposition of deployed valve, the deployed cannot properly seal against the target site (native annulus), resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories f or all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr with a non-edwards device. During the case, the non-edwards device could not be positioned properly after multiple attempts. After multiple attempts were made to deploy the non-edwards valve, a decision was made to change to an edwards' 29mm sapien 3. Edwards' representation was not in the room when the decision to implant an edwards' device was made. Additionally, edwards' representation was not in the room when the 1st sapien was deployed and the pusher was not pulled back to expose balloon. The 29mm valve dove ventricular at which point the deployment was stopped, the pusher pulled back and the remainder of the inflation was completed. However, the valve was positioned too ventricular resulting in paravalvular leak. A second 29mm was prepared and deployed. The patient was in good condition with no leak, stable and doing well.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remains implanted.